Event description:
The customer obtained a superficial graze from probe on a tdx analyzer while removing a reagent wedge. The customer followed his local procedure for needle stick injuries and visited the local occupational health department. The wound was dressed and inoculations and screening tests were performed per local procedures.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.